Manufacturer narrative:
Software reinstalled; parts requested for further testing. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the articulated arm operation was poor, and ippc failure was suspected on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.